Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: staff at hospital utilised a pinnacle polyethylene liner extractor to try and remove a stryker femoral head from the pinnacle dual mobility easypress. This was due to them using the wrong instrument to insert the head into the dual mobility liner and getting them stuck. They then thought they would try all sorts of adjuncts to try remove the item from the instrument. For some reason somebody thought the liner extractor would be a good idea. It wasn't. It has damaged the instrument beyond repair and has been removed from site for a replacement to be added in due course. There is nothing about this complaint that is due to faulty equipment or unexpected outcomes, this is merely a facility using an instrument in a manner in which it was never designed to be used and breaking the instrument. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) image. The photo investigation did not found sigs of bending, however based on the reported event the pinn poly extractor was used in another competitors product and was not used as intended or according to its design. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0106 provided is not a valid finished goods lot number. H11 additional narrative: added: d4 lot, h4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: staff at hospital utilised a pinnacle polyethylene liner extractor to try and remove a stryker femoral head from the pinnacle dual mobility easypress. This was due to them using the wrong instrument to insert the head into the dual mobility liner and getting them stuck. They then thought they would try all sorts of adjuncts to try remove the item from the instrument. For some reason somebody thought the liner extractor would be a good idea. It wasn't. It has damaged the instrument beyond repair and has been removed from site for a replacement to be added in due course. There is nothing about this complaint that is due to faulty equipment or unexpected outcomes, this is merely a facility using an instrument in a manner in which it was never designed to be used and breaking the instrument. The product was not returned to j&j medtech orthopaedics. However, photos were provided for review. The photo investigation did not found sigs of bending, however based on the reported event the pinn poly extractor was used in another competitors product and was not used as intended or according to its design. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0106 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staff at hospital utilised a pinnacle polyethylene liner extractor to try and remove a stryker femoral head from the pinnacle dual mobility easypress. This was due to them using the wrong instrument to insert the head into the dual mobility liner and getting them stuck. They then thought they would try all sorts of adjuncts to try remove the item from the instrument. The liner extractor was damaged beyond repair and has been removed from site for a replacement to be added in due course. The teeth at the tip of the instrument were bent to a point that out wouldn't have functioned as normally required. There is nothing about this complaint that is due to faulty equipment or unexpected outcomes, this is merely a facility using an instrument in a manner in which it was never designed to be used and breaking the instrument.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: staff at hospital utilised a pinnacle polyethylene liner extractor to try and remove a stryker femoral head from the pinnacle dual mobility easypress. This was due to them using the wrong instrument to insert the head into the dual mobility liner and getting them stuck. They then thought they would try all sorts of adjuncts to try remove the item from the instrument. For some reason somebody thought the liner extractor would be a good idea. It wasn't. It has damaged the instrument beyond repair and has been removed from site for a replacement to be added in due course. There is nothing about this complaint that is due to faulty equipment or unexpected outcomes, this is merely a facility using an instrument in a manner in which it was never designed to be used and breaking the instrument. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not found signs of deforming; the device exhibits an overall worn appearance consistent with normal and constant usage. However, based on the reported event the pinn poly extractor was used in another competitors product and was not used as intended or according to its design. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0106 provided is not a valid finished goods lot number. Corrected: h3.